Event description:
A caller reported experiencing a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information for a complete pump reset and guided them through the process, leading to the successful start of the sensor session without further issues.